Manufacturer narrative:
Tandem clinical diabetes specialist met with the customer on 05/24/2016 and after using the abdomen as the infusion set site, the customer had received no further occlusions and the pump is operating as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was ranged between 300-400 mg/dl. The customer changed the supplies on the pump. After the most recent occlusion alarm, the customer also received a resume insulin alarm. Due to the bg level of 300 mg/dl, the customer felt nausea. Insulin injections were administered to address the high bg levels. Tandem technical support had the customer perform a system check using the current supplies on the pump and the infusion set site appeared to be a possible cause of the occlusion; however, the customer indicated that there were no issues with the site. The customer was to use insulin injections to manage diabetes.